Event description:
According to the reporter, during a laparoscopic cholecystectomy under general anesthesia, the gallbladder artery began bleeding. After abdominal gauze was soaked with blood, an absorbable ligation clip was used to clamp the artery in an attempt to stop the bleeding. However, during the clamping process, the ligation clip was found to be unstable, as bleeding continued and the clip felt loose to the touch. The clip was then replaced with a tissue closure clamp to control the bleeding. A new ligature clip was immediately used instead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.